Manufacturer narrative:
Concomitant product UDI for preconnect is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) reservoir was improperly placed in the bladder, resulting in erosion. A surgical procedure was performed to replace the reservoir. No additional patient complications were reported.